Event description:
The customer reported that her blood glucose reached 20 mmol/l (360 mg/dl) after wearing the device for less than a day on her back. She gave herself a huge bolus does of insulin (exact dosage not reported), but it did not help. When the device was removed, she noted that the adhesive was not wet and the cannula had not come out.

Manufacturer narrative:
The returned device was evaluated and the cannula was not deployed properly due to a needle mechanism failure. A root cause investigation determined that the needle mechanism did not capture the deployed cannula, but instead will retract the cannula. Insulet has implemented improvements in manufacturing process, part design, and quality inspection and will continue to monitor the rate of occurrence. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged," and "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."